Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing discrepancies with the sensor and blood glucose values. The customer stated that they received three low glucose reading alerts, but their were not low. Sensor glucose reading stated 70 mg/dl and the customer treated without verifying their blood glucose. The sensor still stated low glucose of 69 mg/dl but the actual blood glucose was 120 mg/dl, verified with finger stick. The customer received sensor error and changed the sensor and noticed that the cannula was crimped. The day prior to the phone call the customer tried inserting another sensor and the needle got stuck in the serter. At the time of the phone call the customer's blood glucose was 104 mg/dl. Troubleshooting was performed. The sensor glucose graph was trending in the same direction as the blood glucose graph. They stated that they used the wrong technique while using the serter to insert the sensor and the sensor retracted. Nothing further was reported.